Event description:
The manufacturer received information from a customer that the diagnostics testing had failed on trilogy ev300 device. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 device was evaluated by a philips service engineer (se). The device evaluation found proportional valve and three-way (3-way) solenoid valve had caused the active exhalation verification test step to fail on the device. The philips se replaced the device's proportional valve and 3-way solenoid valve to address this issue. The device passed all final testing. After the parts were replaced the parts on the device, the philips se placed the device back into service.